Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 29. Details of surgery: immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.